Manufacturer narrative:
The t:slim x2 pump user guide states: if you start to set a temp rate, but do not complete the request within 90 seconds, the incomplete temp rate alert occurs. You are prompted to continue setting up your temp rate, or tap back if you do not want to continue setting up your temp rate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 389 mg/dl. Reportedly, the customer did not believe basal insulin was being delivered. The customer delivered a correction bolus. Reportedly, the cartridge was changed the day prior and insulin was observed exiting the tubing. During a system check with tandem technical support (cts), no issues were identified with the pump or supplies however the customer declined to remove the site. Additionally, it was reported that the customer received an incomplete temp rate (temporary basal rate) alert. The customer reportedly navigated to the temp rate screen but did not complete set-up of the temp rate. The customer was uncertain if bg levels were impacted. Cts educated the customer regarding the alert and the customer acknowledged. The customer declined further follow-up from cts.